Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. No physical damage was observed at the locations where the foreign material was found. However, while the device malfunction was confirmed, the root cause for the presence of the foreign material in the subject device could not be determined. The event can be detected/prevented by following the instructions for use in: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device. Corrected data: g3 (the correct aware date in the initial report was 16-sep-2024).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the gastrovideoscope exhibited issues due to clogging of the balloon water tube, preventing the balloon channel cleaning brush from being inserted smoothly. The bending section cover contained foreign objects, and the knob wire also had foreign material present. There were no reports of patient involvement.